Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 252 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that to change the battery and said that failed battery test. Customer stated that the contacts on the battery cap are not missing or damaged. Insulin pump will not be returned for analysis.